Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 9-year-old male with heart failure due to gene mutation was implanted with an impella 5.5 as a bridge to implant. During explant, the impella motor housing was pulled away from catheter due to cross clamp across motor housing. There was no patient harm related to this event. Patient successfully transitioned to transplant.

Manufacturer narrative:
The investigation into the product damage (detached inflow/outflow - peripheral vessel) issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the product damage is mostly due to a use issue as they had a cross clamp placed across the motor housing.